Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11. Additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Heart block, also known as av block, is when the electrical signal that controls the heartbeat is partially or completely blocked. This makes the heartbeat slowly or skip beats hinders the ability for the heart to pump blood effectively. Symptoms include dizziness, syncope, tiredness and shortness of breath. Pacemaker implantation is a common treatment. The reason for post-operative av block after surgical valve replacement is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. In addition, heart block can result from mechanical pressure from the device sewing ring against the conductive system. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this article. Refer to medwatch number 46269, 46270 and 46271 for events within the same article. The date of the event is unknown; however, according to the article, the study period was from june 2016 to july 2021. Thus, the first day of the reported study period (1 june 2016) was used in field b3 as date of event. Article citation: yun t, kim kh, sohn sh, kang y, kim js, choi jw. Rapid-deployment aortic valve replacement in a real-world all-comers population. Thorac cardiovasc surg. 2023 oct;71(7):511-518. The subject device is not available for evaluation as it remains implanted in the patient. Attempts to retrieve additional information were unsuccessful. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " rapid-deployment aortic valve replacement in a real-world all-comers population", the following event was identified as pertaining to an edwards device: four patients with valves model edwards intuity 8300ab of unknown size implanted in aortic position underwent permanent pacemaker implantation at the mid-term clinical outcomes.